Event description:
It was reported that within the surgery the compression screw couldn`t be screwed into the slot hole. The surgery was successfully completed without the compression screw.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the manufacturing documents and the inspection records of both nail and screw revealed no discrepancies; both implants were accepted into stock in march 2002. Nevertheless, examination of the nail during investigation (depth check of the related bore) indicated the bore for the compression screw not having been manufactured according to specifications, whereas dimensional inspection of the compression screw showed no deviation. Functional inspection of the returned nail confirmed the reported event - the compression screw could not be screwed into the nail up to the intended position due to the reduced diameter of the related bore. Based on the above observations the root cause of the reported event is manufacturing related (process deviation). Investigation further indicated that the insufficiently manufactured bore had not been detected during inspection process in this particular nail. Thus, a nc has been initiated in this case for further root cause investigation. Investigation indicates the event being a single case.

Event description:
It was reported that within the surgery the compression screw couldn`t be screwed into the slot hole. The surgery was successfully completed without the compression screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.